Event description:
Additional information was received that five days after the valve implant, the patient began to have shortness of breath with activity. Upon exam, a wide pulse pressure and mildly elevated heart rate were observed. A transesophageal echocardiogram was performed and revealed a fistula from the right coronary sinus and an aorta to right ventricle shunt. The patient was stable but was in right heart failure. Subsequently, the patient was taken to surgery to repair the sinus and close the vsd, and a new surgical valve implanted. The patient was stable following the surgery. Per the physician, the cause of the heart failure was from the undetected vsd which the harmony valve went through, therefore leading to hemodynamic instability. Additionally, per the physician, it was not due to valve itself but because of the anatomical challenges.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve, a ventricular septal defect (vsd) went undetected. Subsequently, heart failure and hemodynamic instability occurred and the patient was hospitalized. The valve was subsequently explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve, a ventricular septal defect (vsd) went undetected. Subsequently, heart failure and hemodynamic instability occurred and the patient was hospitalized. The valve was subsequently explanted. Additional review confirmed that the vsd was present but undetected prior to the valve implant.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: post harmony transcatheter pulmonary valve (tpv) implant computed tomography (CT) was reviewed. Device appeared implanted in annular position. There appears to be communication between the right coronary cusp and the right ventricular outflow tract, however the CT images have blurring and it is difficult to quantify the size of defect. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.